Event description:
My heart function collapsed and I suddenly developed chf grade c and dhf grade iii, my arrythmia returned, and I ended up in the ER with uncontrolled arrythmia on (B)(6) 2024. I have not been able to return to work; and am disabled, barely able to take care of myself, tiring with short intervals of activity, 15 min, tops. I have been undergoing extensive medical care and have filed for ssdi. I was one of the first people to get a watchman implant at the same time that I had a cardiac ablation procedure, my 3rd. I had a 4th cardiac ablation this past (B)(6), unsuccessful, again. Besides my heart, all kinds of other issues have been aggravated too, physical and mental, as it appears I am developing amyloidosis too. During the (B)(6) 2024 dual ablation/watchman procedure, I was under anesthesia for almost 6 hours, and had to be cardioverted 3x, and I even remember experiencing watching the doctors talk about me, deciding my post procedure medications, while I was still in the procedure, very strange. I saw the recall today of the watchman implant. It made me realize that the length of my "dual" procedure could have been the problem, considering the items mentioned in the recall. The dual procedure was a horrible experience that I would not recommend. In fact, I wonder if the issues that have been occurring are primarily with individuals like myself that did the "dual procedure" as one single surgery, very traumatic on the body. In hindsight, my body may have been too week already, as I had been in atrial fibrillation for almost a year by the time that I did the surgery. I am not sure what to do, and I am under extensive medical care. I was having trouble affording medical care, even with va enrollment, as the wait times were insane in (B)(6). I am currently in (B)(6). I may be returning sooner than expected to (B)(6); however, as a dual citizen, I have been able to get medical care and really low cost medications while here in portugal under the universal healthcare system. Please let me know what I should be concerned with and anything I should tell my local cardiologist too!!! Thank you!